Event description:
It was reported by service report that the outer base tube weldment broke off at the pt foot right side and the screw for the cot retaining post was sheared off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Base tube weldment.